Manufacturer narrative:
Continuation of d10: product ID a820. Product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was previously used to deliver fentanyl and currently used to deliver unknown morphine. It was reported that it took "forever" to get a patient bolus. It took up to 5 minutes to a get a bolus. The patient like the old personal therapy manager (ptm) much better. Per the patient, the old ptm model "would sit there and rotate for a minute or two or maybe two and all of a sudden they would say bolus has been delivered and then they could take the thing on there forever and it ain't going to do any better than taking it right off". Per the patient, the current ptm took too long to get a bolus. Patient services walked the patient through how to clear all patient data and how to connect the controller to the pump. The patient was then able to connect right away. Troubleshooting steps taken with patient services resolved the issue. The patient mentioned that he had bad hands and had a hard time getting the controller turned on at night, in the middle of the night, when his legs hurt him. The p atient planned to monitor and call patient services if the issue continued.